Manufacturer narrative:
Philips service replaced the fdcsib card and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fdcsib module failure caused inability to perform x-ray on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.